Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a shock impedance measurement of 100 ohms to 130 ohms in the subclavian vein (svc) to can. Other configurations displayed a shock impedance measurement within acceptable limits. A revision procedure was performed. When the rv lead was connected to the new device in the svc to can configuration, the shock impedance measurement was displayed as "no measurement". Two separate defibrillation threshold (dft) tests were performed, and on both occasions, the rv lead could not deliver appropriate therapy. The rv lead was then surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.